Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR numbers 1225714-2014-00385 and 1225714-2014-00386.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6), 2011 after the use of the product. Additionally, the certificate of death was provided indicating the immediate cause of death was cardiopulmonary arrest and underlying causes were stroke, renal failure and type ii diabetes.